Event description:
She suggested including directions to use thumb pressure to press the night guard in place because biting down is too forceful. She wore the night guard every night for several years and her teeth have been protected from grinding. A separate letter addressed to (B)(6) also stated that her sister used a protector from (B)(6) 2013 when the night guard separated into two parts: the hard base layer and the soft fitted layer.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.